Event description:
Patient commented that they had a second nevro scs device that never worked to touch the pain. Patient was highly escalated, so agent did not gather further details. Agent documented information given. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).